Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the company field representative the implantable cardioverter defibrillator (ICD) "battery was too low" prior to an implant procedure. The device was not utilized and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the company field representative the implantable cardioverter defibrillator (ICD) "battery was too low" prior to an implant procedure. The device was not utilized and there was no patient involvement.